Manufacturer narrative:
An outside united states ous customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed carbon dioxide, concentrated (co2_c) result obtained on an atellica ® ch 930 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. The customer stated the affected sample was transported from another facility and possibly arrived partially frozen. The atellica ch 930 analyzer was working acceptably without any issues at the time of the event. Hsc concluded the investigation of the event is consistent with a preanalytical or sample integrity issue. A potential product issue was not identified. The analyzer is fully operational. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely depressed carbon dioxide concentrated (co2_c) patient result was obtained on an atellica ® ch 930 analyzer. The falsely depressed patient result was reported to the physician(s) and was questioned. The same sample was reprocessed on an alternate non-siemens instrument and on two atellica® ch 930 analyzers. The reprocessed result on all instruments were determined to be correct. The corrected report was not issued but the higher reprocessed result from one of the atellica® ch 930 analyzer was provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide concentrated (co2_c) result.